Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found it was reported the device was explanted and replaced due to multiple pacing pauses of >3 seconds. No patient complications were reported as a result of this event. Additional information was received, stating the primary purpose of the case was to replace the ventricular lead, but since 'there was not evidence ruling out the device', it was also replaced. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated.

Event description:
It was reported the device was explanted and replaced due to multiple pacing pauses of >3 seconds. No patient complications were reported as a result of this event. Additional information was received, stating the primary purpose of the case was to replace the ventricular lead, but since 'there was not evidence ruling out the device', it was also replaced.